Manufacturer narrative:
Pump was received with broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 126 mg/dl at the time of the incident. The customer stated that the pump was broken around the reservoir and a part snapped off and floated around the tubing. The customer stated that the pump was not caused by a vehicular accident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.